Manufacturer narrative:
(B)(4). Upon further investigation, the nurse stated the patient (pt) never had peritonitis as previously reported to baxter. The nurse confirmed the patient did not have a blood clot in the arm and clarified the hospitalization to remove fluid was related to the patient's cardiac history. On an unreported date, pd therapy had been discontinued and the pt remained on hemodialysis indefinitely. The nurse confirmed the report of low blood pressure and all of the reported events in this complaint were unrelated to baxter products.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number 13a16h25. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 4 of 4. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. Three weeks later, the patient was discharged from this hospital. The patient was recovering from this peritonitis event.